Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient's device was removed due to an emergency upper back surgery. Nevro attempted to obtain additional information regarding the nature of the surgery but was unsuccessful. Senza device was implanted to aid with lower back pain and the patient was receiving effective pain relief for over a year prior to removal.